Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 73 mg/dl, 150mg/dl, 170 mg/dl. Test were done < 10 minutes apart with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.